Manufacturer narrative:
Investigation summary : no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. According with the DHR review information the problem ¿incorrect/missing label information/ not clipping¿ has no jhb assembly relation, all samples of safe clip disposable cutter (euro) passed functional test.

Event description:
It was reported that the bd safe-clip¿ hole didn't align well with the needles and failed to cut them effectively. This occurred 3 times during use. The following information was provided by the initial reporter: "needle and hole not aligning so not clipping effectively. Fullness not an issue as he only uses once a day but still not lasting."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safe-clip¿ hole didn't align well with the needles and failed to cut them effectively. This occurred 3 times during use. The following information was provided by the initial reporter: "needle and hole not aligning so not clipping effectively. Fullness not an issue as he only uses once a day but still not lasting."